Event description:
It was reported that patient treatment completed and noticed a scant drop of fluid on shirt pocket. De-accessed and re-accessed ivad device. Sent home patient shirt in bag and informed patient to wash in hot soapy water two times alone. Additional info received on (B)(6) 2023: no urgent/life threatening medical situation. The leak was discovered when patient treatment completed and noticed a scant drop of fluid on the patient shirt pocket. No interruption of administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. No patient harm, injury, or negative outcome. Additional info received on (B)(6) 2023: the leakage was from where the needles connector and the end of the ivad access device connected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.